Manufacturer narrative:
H.6. Investigation summary: one photo and one 1ml syringe with safetyglide needle assembly in an opened blister pack from batch 7310585 (p/n 305927) was received and evaluated. It was observed there was an extra stopper inside the syringe a criteria of rejection per product specification. Potential root cause for the extra stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 7310585 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that a stopper issue occurred before use with a syringe 1ml s/t w/ndl sftygld 27x5/8 rb. The following information was provided by the initial reporter, "double of stopper." 2 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a stopper issue occurred before use with a syringe 1ml s/t w/ndl sftygld 27x5/8 rb. The following information was provided by the initial reporter, "double of stopper." 2 occurrences were reported.